Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the femoral artery. The 90% stenosed, de novo lesion was located in the moderately tortuous left anterior descending (lad) artery. The left anterior descending artery was predilated with a non-bsc balloon. Then the physician advanced a 12mmx2.75mm nc quantum apex balloon to dilate the lesion further. The nc quantum apex balloon was inflated to 10atms and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).